Event description:
A review of service data detected a reportable event. During servicing of battery pack (B)(4), which was returned for routine maintenance, it was discovered that the battery pack would not charge. The last pt to use this battery pack did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the battery not charging was due to a broken white wire on the cells. The white wire connects the cells to the board. The battery pack was also found to have a defective u1 supervisory ic chip. The u1 supervisory ic looks to have been incorrectly soldered to the circuit board during manufacturing. The root cause of the broken wire was a probably a dropped battery pack. The wire was replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The last pt to use this battery pack did not report any problems.